Event description:
It was reported to philips that the device had damaged parts and service was requested. Further information was provided that there were bent pins on the battery circuit board. There was reportedly no patient involvement.